Event description:
The unit was returned with a reported condition of "no audible alarm". This was found in preventative maintainence by biomedical technician at the facility. The red led flashed but the audible alarm did not activate. There have been no reports of patient injury or medical intervention with this issue.